Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [1000 mcg/ml] at a dose of 650.8 mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced withdrawal symptoms including itching. The pump event logs were read and showed a motor stall occurred on (B)(6) 2018 at 3:32 a.m. And recovered (B)(6) 2018 at 8:33 a.m., and again (B)(6) 2018 at 12:55 p.m. That recovered (B)(6) 2018 at 7:36 p.m., and again a motor stall on (B)(6) 2018 11:58 p.m. With no recovery reported. It was stated that there was no MRI (magnetic resonance imaging) or external factors or something else that caused the motor stalls. The patient was taking oral baclofen and the pump replacement was scheduled for (B)(6) 2018. At the time of the report the issue was not resolved and the patient status was "alive - no injury." Additional information was received on (B)(6) 2018. The pump was replaced on (B)(6) 2018 and would be returned. It was noted that the patient had a computerized tomography (CT) scan in the hospital on (B)(6) 2018 so was in a magnetic environment that day but did not have an MRI. The first critical alarm/motor stall was on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.